Manufacturer narrative:
Unit received with intermittent down arrow button due to flattened dome switch (creased). No display ramping or scrolling on its own anomaly noted. Unit received with cracked case at display window corners and reservoir tube. Unit received with minor scratched display window. Unit received with stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the up arrow button gets stuck. Customer does not recall any significant events leading to the error, but indicated that sometimes the pump is dropped. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for keypad anomaly but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.